Event description:
The set screw (p/n ps5.5-4001, lot #10672-01), is an implantable component utilized in conjunction with the pedicle screw and rod. It is a part within the agoge pedicle screw system. The incident at hand involved two (2) set screws that would not torque down into two (2) pedicle screws (p/n ps5.5-6.5-45, lot#10750-01). The surgeon implanted the pedicle screws and then attempted to tighten the set screws into the pedicle screw cups per the applicable surgical technique. As the surgeon attempted to apply force to the set screws, the set screws popped. This feeling was similar to the feeling of having the torque limiting handle click at the proper torque. This would normally indicate the set screw is tightened to the appropriate degree, but in this case the set screws continued to "spin" within the pedicle screw cup. The surgeon replaced the two (2) set screws and two (2) pedicle screws with others from the same lot, and experienced no issues. Due to the incident described, the surgery was prolonged by fifteen (15) minutes. The pedicle screws and set screws were returned to the manufacturer on (B)(4) 2012. An evaluation was performed on (B)(4) 2012, utilizing one (1) 4.5mm pedicle screw, one (1) 5.5mm pedicle screw, and two (2) 5.5mm set screws. The set screws used in the evaluation were not of the same lot but were manufactured and inspected to the same revision as those involved in the incident at hand. Engineering test report (etr) (B)(4) captures the results of this evaluation.